Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
On (B) (6) 2010, the pt underwent extraction for the t2 tibial nail. The surgeon assembled universal rod to tibial nail. However, the surgeon found that the connecting part of universal rod broke. The surgeon could not extract the nail. The wound was closed as the implants were left in the pt. On (B) (6) 2010, the t2 tibial nail was extracted. The surgery was completed without problem. The surgeon thought that the universal rod had been damaged because the pt's knee had been made to extend after universal rod had been assembled to the tibial nail. The surgeon requested the investigation of the event.